Event description:
A hospital in evanston, illinois reported via our distributor that a very active patient pulled apart one of the flexitubes of an opt314 optiflow junior nasal cannula during use. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: the complaint opt314 optiflow junior nasal cannula was returned to fisher & paykel healthcare in new zealand and was visually inspected. The length of the flexitubes were also measured. Results: visual inspection revealed that the right flexitube was damaged. The left flexitube was detached from the base of the nasal cannula. The length of both tubes was within specification. A lot check revealed no other complaints of this nature for lot number 121023. Conclusion: the damage observed was most likely due to the active patient who inadvertently pulled the flexitubes from the base of the opt314 nasal cannula. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. All optiflow junior nasal cannulas are 100% leak and occlusion tested at the production line to ensure that the product is safe for use. In addition a sample is taken from each run and pull tested to ensure that each flexitube exceeds the peak load of 10n. The user instructions (ui) illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. It also state the following: "do not stretch or crush tube". "Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained." "Appropriate monitoring must be used at all times."